Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal angioplasty treatment procedure, catheter crossing difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. A 12mmx 3.00mm taxus liberté drug eluting stent was advanced to treat the target lesion, however the device could not pass through the previously implanted proximal stent. The device was withdrawn and the physician proceeded with a cardiac bypass surgery. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a proximal stent damaged.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR :a visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the crimped stent found that the stent was damaged. Stent struts in the most proximal row were slightly pushed distally, partly covering struts on the second row. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).